Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call of having low blood glucose of 40 mg/dl. Customer reported that blood glucose elevated due to dialysis and then drops low. Customer reported to have received a compromised forced sensor alarm during priming. Customer was not sure if insulin pump was not dropped or bumped. Customer states drive support cap appeared normal. Customer reported that insulin pump was exposed to magnetic field during a chest x-ray. After troubleshooting, customer was advised that insulin pump would need to be replaced.